Event description:
It was reported that during a cranial procedure; the perforator was being used and did not stop as intended when making a cranial burr hole. No patient impact reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).